Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that defect-24947 was identified. The steps to reproduce were as follows. First, plan all the screws with modelx with different sizes (length and diameter), or it could be any other type of screws with additional attributes like ha coated, cannulated etc. Next, choose one of the screws and press "hide head", or use this attribute for other types of screws. Next, press "apply" to all to hide all the heads in the planning. Next, press again "hide head" (without changing the implant, only hide head button) or attribute that was used. The actual result was that the system changed the length and diameter to the size of the other screw that was planned. All the functions (checkboxes, dropdown lists) provided below could be used instead of hide head (initially found) to replicate the defect. There was no patient involvement.

Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2. H3, h6) analysis was performed for this event. In summary, a software defect was confirmed. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.